Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went ot the emergency room and get hospitalized for the high blood glucose and diabetes ketoacidosis on (B)(6) 2021 for 2 days with blood glucose of 389 mg/dl. The customer had nausea. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer was treated with the intravenous drip. The customer reported that the displacement verification test was passed. The insulin pump will not be return for the analysis.